Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a relative of the patient that the patient is on hospice and may be receiving repeated therapy from their cardiac resynchronization therapy defibrillator (crt-d). Additional information has been requested and not received. The crt-d remains in use. No further patient complications have been reported as a result of this event.